Event description:
Provider, (B)(6) states on the cyclical lever drive, the lower, large bolt that pivots the arm on the cyclical lever drive to operate the chair with one arm sheared off right where it bolts to the plate. Chair cannot be maneuvered at this point with the lever. It would not affect it to be pushed by someone else though.